Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-07266. (B)(4). It was reported that the patient died. In (B)(6) 2015, index procedure was performed. The target lesion #1 was located in the second obtuse marginal branch with 80% stenosis and was 12mm long with a reference vessel diameter of 3.2mm. The target lesion #1 was treated with pre-dilatation and a 3.00x16mm promus premier¿ stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was located in the second obtuse marginal branch with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.6mm. The target lesion #2 was treated with direct stent placement of a 2.50x16mm promus premier¿ stent. Post-dilatation was not performed, residual stenosis was 0%. Five days post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient died. The cause of death is due to advance heart failure.

Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
It was further reported that stent thrombosis occurred.